Event description:
Hosp reported pt with myocardial infarction status post coronary artery bypass graft times three and repair of ventricular septal defect. During routine suctioning to remove secretion began to find it difficult to bag pt. Pt put on ventilator and code was called. During the code the respiratory therapist took peep valve off pt and was able to ventilate pt. Pt still had no blood pressure. Pt subsequently died. According to the hosp, the pt's body was taken from the hosp before an investigation was conducted. The hosp reported that they were informed that a copy of the autopsy report would be provided upon completion of the report. The target date is february, 1998. The hosp reported that all of the devices associated with the incident were thrown away. The peep valve was retrieved from the trash, it was clogged and full of secretions. The hosp indicated that "the instructions for use clearly state it should changed if there are secretions". At this point, the hosp advised that they do not know the cause of the death.

Manufacturer narrative:
The autopsy report was received. The cause of death was listed as pleural defect consistent with disruption by excessive intratracheal pressure (lungs ruptured by overly vigorous ventilation). The hosp reported that the pt had heavy secretions as they were suctioning at time of incident. According to the hosp, the peep valve was retrieved from the trash, it was clogged and full of secretions. Labeling cautions "the peep valve should be changed if there are secretions.